Event description:
On (B)(6) 2026, a 23mm navitor vision valve was chosen for a valve in valve procedure into degenerated trifecta valve. The calcification was not present extending beneath the aortic annular plane in the interventricular septum. A pre-dilation was performed with a 18mm non-abbott balloon. After implantation, a gradient was observed, therefore the physician decided to perform post-dilation with a 20 mm balloon. The final implant depth of the valve was 8mm. The final result was no perivalvular leak (pvl) and mean gradient 13 mmhg. The patient was reported discharged.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.